Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis initially and later due to low white blood cells on (B)(6) 2019. The customer¿s blood glucose level was 202 mg/dl at the time of incident and the current blood glucose level was 190 mg/dl. The customer was assisted with troubleshooting. Customer experienced symptoms such as vomiting, nausea, abdominal pain and difficulty in breathing. Customer was unable to complete carelink upload. The device will not be returned for analysis.